Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the cuff leaked and had a breakage. The cuff ruptured after intubation causing them to decannulate and reintubate with another tracheostomy tube.